Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. In addition to the leak, it was reported that an ¿m31 air detected in cassette¿ alarm occurred during dwell 4 of 4. The patient also reported seeing air bubbles in the lines. Additional information was obtained through follow-up. The leak was reportedly coming from the connection point of the patient¿s last bag, a baxter solution bag, to the apd luer lock adapter. The connection between the two devices was loose. The patient did not complete their treatment that day. However, it was confirmed they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. During follow-up, it was confirmed that the patient was trained to perform manual pd therapy, as well as stat drains if necessary. It was also confirmed that the patient had notified their pd nurse of the event. Fluid did not get on the cycler and the patient was reportedly continuing their pd therapy on the machine without any further issues. The apd luer lock adapter was not available for manufacturer evaluation as it was reportedly discarded.